Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call that customer were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customers husband stated customer was in process of changing the reservoir and tubing, customer was stucked and not continued with the change. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.